Event description:
Customer reported she thinks something is wrong with the insulin pump. Customer stated she was not receiving any insulin and blood glucose kept rising. Customer changed her infusion set twice and device kept alarming. Device alarmed auto off during call and was assisted in clearing the alarm. The device also alarmed lost sensor and customer does not use the sensor. Customer was advised what an open circle meant. Customer stated her blood glucose was 159 mg/dl and it went up to 225 mg/dl. Customer's blood glucose lowered to 50 mg/dl during the call and was not feeling well. Customer stated she was low because she was working and treated with orange juice. Customer's blood glucose rose to 57 mg/dl then 90 mg/dl. Customer stated her blood glucose has lowered previously to 40 or 50 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.